Event description:
Hosp biomedical staff report the device will not complete the power on sequence with ac power or in battery mode. There is no pt use with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.